Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The nurse reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 560 mg/dl at the time of incident. The customer's blood glucose was 158 mg/dl at the time of call. The nurse stated that the high blood glucose was treated with manual injection. The nurse stated that they found several air bubbles in the tubing during troubleshooting. The nurse declined further troubleshooting. The insulin pump will not be returned for analysis.